Event description:
Patient reported obtaining back-to-back blood glucose results of 79 mg/dl, 56 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Patient did not report how, or if, she self-treated low blood glucose. No injury was reported. Patient's device was incorrectly coded for the test strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.